Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-30894. It was reported the patient experienced a significant fall approximately a month ago, and they were not receiving coverage on their left side. X-ray taken confirmed the left lead had migrated. Surgical intervention was taken and the same lead was moved to the proper location. Stimulation therapy was reportedly restored.

Event description:
Related MFR report: 1627487-2020-30894.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.